Event description:
Additional information received notes recurring issue of myopotential oversensing. No changes or interventions were reported. There were no patient consequences.

Event description:
It was reported that a patient presented with myopotential oversensing resulting in pacing inhibition on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was not known.